Event description:
It was reported that this event involved a male infant (B)(6). The cannulation of the infant with gastroschisis proceeded using the catheter via the right subclavian vein. A problem occurred with the insertion of the spring wire guide (swg). The operator decided to remove the swg and needle, but the swg was wedged inside the tissue. As a result, surgical intervention was essential to remove the swg. Add'l info received on 10/22/2010 from the distributor stated that "the responsible person wasn't helpful and didn't want to ask all the questions. Another attempt was performed successfully; however there are no details about it. The pt outcome is "stable".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.